Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and a failed battery test. The customer reported that the inside of the battery cap appeared to be worn. Blood glucose level at the time of the incident was not provided. The customer was advised that she would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.